Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was unable to complete rewind. Customer also reported that they received pump error alarms but they were able to cleared that alarms. Customer was asked to remove battery and customer confirmed that the notification light did not flash at all. Customer confirmed that insulin pump was not exposed to extreme temperature at all. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.

Manufacturer narrative:
After inserting a battery, device received with failed battery test due to moisture damage internal battery connector and electrical board 1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify pump error 25, 23 or rewind anomaly due to the failed battery test alarm.